Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited increased threshold measurements and ventricular impedance > 2000 ohms.